Event description:
Information received from the field notes that the patient was admitted to the emergency room with symptoms of pre- syncope. Noise was seen on the ventricular lead with minimal manipulation. The noise was not present with unipolar sensing. Programming the sensitivity to 12.5 mv avoided the oversensing. The device may have been flipped in the pocket. The patient was in complete heart block.